Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) of the minicap transfer set broke. This was observed during use of the device for peritoneal dialysis therapy. The patient had used alcavis on the entire transfer set to clean/disinfect. There was no report of patient injury or medical intervention associated with this event, however the patient was given prophylactic treatment. No additional information is available.